Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: " this intellicuff device was is in combination with a hamilton-c6 ventilator. This intellicuff alarmed and showed alarm code tf10". This occurrence was noticed during patient ventilation. There is need for medical intervention reported. The hospital exchanged the ventilator and the intellicuff device. No harm to the patient, user or third party has been reported.

Manufacturer narrative:
The following was reported "check intellicuff" alarm occurred during patient use. Therefore, the use of this c6 was stopped at around 8:30 on (B)(6). After that, nk received a repair request from the hospital and conducted a functional check. After turning on the power, it was confirmed that the "check intellicuff" alarm occurred. The log files provided reveal that tf10 had been recorded 10 times." Patient was removed to another device, no harm reported. Correction: "the c6 intellicuff kit was replaced. (Pn160784, (B)(6) to (B)(6)) tsw performed a functional check and returned the device to the hospital.